Manufacturer narrative:
It was initially reported that the device was believed to have contributed to the death of the patient. However, a meeting with the sales rep involved in the case confirmed that the issue reported with the device was not alleged to have directly contributed to the death of the patient two days after the surgery. There was a delay of greater than 30 minutes reported as the hospital staff attempted to locate their backup device. The device was returned and evaluated by the supplier. The supplier's evaluation included a review of manufacturing records, which found that the device conformed to all approved documentation and was found to be mechanically and electronically operational prior to distribution. Evaluation of the returned device found that the lcd was not functional, there was electrical damage to the analog board and the battery was weak and would not hold a charge. The lcd, q6 on the analog board and battery were replaced. The instrument then passed all testing specifications. The supplier was unable to conclusively determine a direct cause of failure. However, the device was manufactured in 2011 and is therefore out of warranty. It is likely that the age of the device contributed to the reported issue. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
Per meeting held with sales rep on (B)(4) 2015: a meeting with sales rep involved in this event was held. The sales rep confirmed that the customer was not reporting the delay in surgery directly contributed to the patient's death two days after the surgery. There was a delay of more than 30 minutes reported as the customer attempted to locate their backup device.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Icp express cod. 82-6634 display system failure and permanent sound. Event occurred during procedure; back up device used to complete procedure. (B)(6) 2015 per affiliate: was there a delay in surgery over 30 minutes? Answer: yes, the surgery is delayed and causes the patient death. Were there any adverse consequences to the patient? Answer: patient death.